Manufacturer narrative:
(B)(4).

Event description:
It was reported that a driver (iipdtl) could not release from the implant during implant placement. Procedure was completed using another driver.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® 4, 5, 6mm(d) implant driver tip - long (iipdtl) was returned for investigation. Visual inspection of the as returned product identified wear about the hex feature, and the o-ring is in good condition. Functional testing revealed that the driver would engage and disengage with an in house mating implant. DHR review, sterilization record review and complaint history review could not be performed as the lot number associated with the reported product was not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product and within specifications. A complaint history review by item number was conducted for the (iipdtl) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA /hhe/d/ie/product holds for the reported device. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event(s) (stuck driver) or device(s) (iipdtl). Therefore, based on the evaluation, device malfunction did not occur following inspection and the reported event is non verifiable. A definitive cause could not be identified. However, it can be associated to damage to hex on implant driver (stripped) or the use of incorrect driver in implant. The following sections have been updated: checked "follow-up."